Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) not powering on was not confirmed during initial functional test. The returned autopulse platform powers on with known-good autopulse li-ion battery. Unrelated to the reported complaint, no physical damaged was observed on the returned autopulse platform, however; missing pixels on the lcd display was observed during visual inspection. The lcd pixels issue is likely caused by massive fluid and/or blood ingresses found inside the autopulse platform which form corrosion on the top cover. The lcd was replaced to addressed the lcd issue and top cover was replaced to remedy the corroded blue case metal coating. In addition, the platform was bio-cleaned because of the fluid and/or blood ingresses. During the initial functional test, the load sensing system has detected a weight/load imbalance between the two load cells and the load cell characterization results confirmed load cell module (1) was defective. The damaged load cell was replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The returned autopulse platform passed all functional tests.

Event description:
After patient use, customer reported that the autopulse platform (serial #(B)(4)) will not power on with several fully charged autopulse li-ion batteries. Also mentioned, contamination of patient's vomit and blood on the autopulse platform. No patient involvement.